Event description:
In 2008, the sales rep reported that during a posterior lumbar interbody fusion (plif) surgery the shaft of both drivers in the kit bent when the surgeon was tightening the screw. The screwdriver was binding up on the screw head. The surgeon finished the case with another set of sequoia drivers that was in the operating room at the time. There was no report of pt injury.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.